Event description:
It was reported that the patient had a recent seizure followed by ER visit and is referred for replacement. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patients increase in seizures was due to medication noncompliance.

Manufacturer narrative:
B5. Describe event; initial MDR inadvertently omitted information known prior to submission that affects reportability (h6. Adverse event problem codes; conclusions).